Manufacturer narrative:
D3: correction. D9: 29-jan-2025 h3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeling. The dso seal was replaced. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed medium alarm displayed: cassette attach not recognized. Functional testing was performed, and the cause of the issue was the latch lock flex sensor. The sensor was replaced to resolve this issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not latched error. There was no patient involvement.